Event description:
Pt reported obtaining back-to-back blood glucose results of approx 250 mg/dl and approx 100 mg/dl (pt could not recall exact values) on the compact system. Pt did not modify therapy based on these values. No adverse event was reported. The suspect product was not returned to the MFR for eval.